Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer reported of having high blood glucose of 402 mg/dl. Customer declined to troubleshoot for high readings. After troubleshooting for beep anomaly, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The audio beep alarm functioned properly. No audio beep alarm anomaly or excessive no delivery alarm noted. The insulin pump was received with minor scratched display window.